Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring ICU-level hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Additional information confirmed the user removed the ilet after the cartridge became empty and did not complete a supply change or administer backup insulin prior to presentation to the emergency room. Based on available information, the event is attributed to user error involving failure to replace insulin supplies and maintain insulin therapy. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 25-apr-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 534 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted on (B)(6) 2026, treated with IV insulin, IV fluids, and electrolyte replacement, and discharged on (B)(6) 2026. No long-term health effects were reported.